Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 21-feb-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 923 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in abdomen. She was using pain-killers while awaiting removal of essure inserts. This event is anticipated in the reference safety information for essure. Abdominal pain may have multiple causes, including gynaecological and non-gynaecological etiologies. In the present case, consumer´s medical history and concurrent conditions were not provided. Considering the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal seems to be planned. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se.

Event description:
This case was reported via regulatory authority (B)(4) on 31-jan-2017 . This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("pain in abdomen") in a female patient who received essure for sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. In 2007, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), migraine ("violent migraines"), pain in jaw ("jaw pain"), rhinitis ("episodes of rhinitis"), sinusitis ("sinusitis"), pharyngitis ("pharyngitis"), tachycardia ("tachycardia"), fatigue ("chronic fatigue"), chills ("chills"), hot flush ("hot flushes"), back pain ("pain in lower back"), pain in extremity ("pain in legs"), dry eye ("dry eyes"), alopecia ("hair loss"), dry skin ("dry skin"), urticaria ("urticaria") with pruritus, constipation ("constipation"), diarrhoea ("diarrhoea") and menstrual disorder ("gastric menstrual periods"). At the time of the report, the abdominal pain, migraine, pain in jaw, rhinitis, sinusitis, pharyngitis, tachycardia, fatigue, chills, hot flush, back pain, pain in extremity, dry eye, alopecia, dry skin, urticaria, constipation, diarrhoea and menstrual disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain, migraine, pain in jaw, rhinitis, sinusitis, pharyngitis, tachycardia, fatigue, chills, hot flush, back pain, pain in extremity, dry eye, alopecia, dry skin, urticaria, constipation, diarrhoea and menstrual disorder with essure. The reporter commented: intake of pain-killers while awaiting removal of essure inserts. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in abdomen. She was using pain-killers while awaiting removal of essure inserts. This event is anticipated in the reference safety information for essure. Abdominal pain may have multiple causes, including gynaecological and non-gynaecological etiologies. In the present case, consumer´s medical history and concurrent conditions were not provided. Considering the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal seems to be planned. A product technical analysis is expected.